Manufacturer narrative:
A ge rep evaluated the system and repaired 3 pins in a connector. System operates as intended.

Event description:
The customer reported the system shuts down on its own, and image quality is poor. No pt injury was reported.